Event description:
Customer reported that pump battery would not charge, despite using a tandem charging cable and wall outlet as instructed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer attempted using different wall adapters and charging cables without success. Technical support decided to replace the pump and instructed the customer to employ backup insulin therapy (mdi) to ensure uninterrupted insulin delivery. Caller was guided on how to put the pump in storage mode before returning it within ten days using a pre-paid label.